Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-20177. The pt has two scs systems; a thoracic and an occipital (off-label). This report is for both the systems. It was reported the pt did not charge his scs ipgs and the ipgs are inoperable. Surgical intervention will be taken at a later date address the issue.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.